Manufacturer narrative:
The device has been evaluated and the implant coil detached normal via manual method at the recommended location.(B)(4)

Event description:
Treatment of an aneurysm. It was reported the coil could not be detached with the instant detacher or via manual method and was removed from the patient.no patient injury reported.